Manufacturer narrative:
Final device analysis revealed drug-related clogged/cracked pump tube. X-ray verified no roller arm movement; motor stall. The medication used in the pump was morphine.

Event description:
The hcp reported that the patient experience a return of low back pain. The patient's pump "was dead". The patient was supplemented with oral pain medication until the pump was replaced. The patient recovered without sequela and is doing well now.